Event description:
It was reported that a pt underwent a cystocele repair in 2007. The mesh was placed between the bladder and vagina through a median incision in the vagina. The pt returned to the hospital for follow-up three months later, and the surgeon noticed that the part of the mesh (approximately 0.5 - 1cm) was protruding into the vagina through the surgical incision. The pt's only reported symptom was an uncomfortable feeling. The pt had a history of surgery for cervical cancer and a hormonal agent could not be administered to the pt pre-operatively. The surgeon reported that due to the past cervical cancer operation, which was near the site of the current incision, the vaginal wall was thinner than normal, and it was difficult to separate the bladder from the vagina. A re-operation was performed the following month, to remove the portion of the mesh that was protruding into the vagina.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.